Manufacturer narrative:
The software investigation determined that the exam was not as per the image protocol. There were not enough space for collecting registration points as head and ears were missing in the scan. The behavior described was the intended behavior of the software. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient sex updated. A manufacturer representative went to the site to test the navigation system. The issue was unable to be duplicated. The system performed as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient sex not available from the site. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the site failed tracer registration. The site confirmed that the doctor was tracing on boney anatomy and avoiding any loose tissue, and the 3d model was accurate and resembled the patient. The surgeon elected to abort navigation to complete the procedure before calling and was unable to troubleshoot further. There was a 1 hour or longer delay to the procedure and no impact on patient outcome. It was later noted that the issue was unable to be replicated with a model. After reviewing the failed registration exam, it appears that the scan was not to image protocol.